Event description:
Pt called spontaneously to report that her cadd legacy pump (sn (B)(4)) was empty this morning, even though the pump said she still had 7ml remaining in it. States the tubing was bubbled at the bottom, but that the tubing above the filter appeared to have liquid. The pump was still running even though the cassette was empty. Pt denies any ill-effects or symptoms. She switched to backup pump, which is operating normally, pump will be replaced. Pt will return broken pump via ups. No further info available. Reported to (B)(6) by pt/caregiver.